Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusion: based on the complaint information and lens work order search, the most probable cause of the lens tearing during injection is user or technical error. No further investigation can be performed at this. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and the lens tore upon insertion. The lens was removed and anterior chamber irrigation/evacuation of remaining visco/fluids was performed. The surgeon plans on replacing the lens.

Manufacturer narrative:
Device evaluation: lens was returned dry in a case/ vial. Visual inspection found haptic torn and pen marks on lens.